Manufacturer narrative:
Originally reported unk_catheter as concomitant product. However, additional information received on 18-mar-2024 provided the product information. Therefore, updated the d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a decanav electrophysiology catheter and the patient experienced a cardiac tamponade that required a pericardiocentesis and surgical intervention (pericardial window). There was mapping using the decanav electrophysiology catheter on the right side. They went transseptal and the patient became hypotensive. Ultrasound was used and the patient had a pericardial effusion. The doctor performed a pericardiocentesis and an unknown amount of fluid was withdrawn. The patient went to surgery and the patient condition is unknown at this time. No mapping or ablation occurred on the left side of the heart. Devices in the patient were the decanav electrophysiology catheter and vizigo sheath. A d135805 catheter was open but not used. The caller stated that the biosense webster equipment worked within specification and does not want them evaluated. Additional information was received. Effusion was discovered 11 minutes after the transseptal with a baylis nrg needle. No ablations had been done at that point and only mapping of the right atrium (ra) was done with decanav electrophysiology catheter. The caller stated that had not had post case discussion with physician, but no bw products were involved with effusion. Physician immediately began removing fluid from pericardium in syringes. Then cardiothoracic surgeon intervened and took patient to the operating room where it was said they were planning on doing a pericardial window. The caller had not been able to confirm exactly what was done once they left the ep lab. No update on the patient. No error messages were observed on the biosense webster equipment during the procedure. No ablation was performed. No evidence of steam pop. The adverse event occurred 11 minutes after crossing, while trying to get j tip wire into vein. Vizigo sheath was on a drip in the body.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).